Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "laser probe was not recognized" (no code available). A customer reported, during surgery, the laser probe was not recognized. This was reported to have occurred 4 times in 5 minutes. The customer was transferred to technical services to troubleshoot the problem. Eventually, the probe was replaced with another to complete the case. There was no pt injury reported. The customer will send the reported probe in for in-house evaluation.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).